Manufacturer narrative:
The load cells malfunctioned.

Event description:
It was reported by service report that the bed's scales were not accurate. No patient involvement or adverse consequences were reported.